Event description:
It was reported by the patient that they were having black out episodes were they could not think or speak and would lose vision. It was reported that the patient believe the events were related to seizures. No additional relevant information has been received to date.

Event description:
Explanted generator was received. Product analysis was performed. There were no performance, or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Manufacturer narrative:
D9. Device available for evaluation - correction - device was received prior to supplemental #2 MDR.

Event description:
Patient had a generator replacement occur. The explant generator has not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient was being referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received.